Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with c7-t1 spondylosis with c8 radiculopathy, status post anterior/posterior fusion times three. The patient underwent c7-t1 laminectomy and foraminotomy; lateral mass screws, c7-t1; posterolateral arthrodesis. As per-op notes, "a mix of autograft, allograft and bmp was used for arthrodesis." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.